Manufacturer narrative:
Updated sections: date received by manufacturer, adverse event, if follow-up, what type?, device evaluated by manufacturer, event problem and evaluation codes, additional manufacturer narrative and/or corrected data. Internal complaint number: (B)(4). Autonumber: (B)(4). The DHR for the reported failure "inflation issue" was reviewed. The vendors certify that all the device lots manufactured conforms to all the applicable product specifications. There were no non-conformities observed. Specific actions for the analyzed failure mode are being maintained and documented under maquet's failure investigation report (fir) system. The hp2 harvesting tool, btt and cannula was returned to the factory for evaluation. Sign of clinical use was observed. Blood was observed all over the three devices. Charred tissue and blood was observed on the jaws. The heater wire was flexed away from the center of the hot jaw with no detachment. The wire remained in place at the tip and base of the jaw. The silicon btt was observed to be intact. No other visual defects were observed. There was significant amounts of blood and observed on and inside the btt. Air was inserted into the silicon balloon and the balloon would not stay inflated. A bubble emission test in plain water was conducted. Bubbles were seen releasing from around the neck of the btt, proximal to where the ports are located. The jaws were gently cleaned of debris and char with a saline and gauze pad as indicated in the instructions for use. A pre-cautery test was performed per the instruction for use (IFU) with a reference cable, adapter and reference power supply at level 3.0. The device passed the pre-cautery test; it produced visible steam and heat during ten (10) 3-second activations and shut off when the toggle was released. No smoke and/or steam which could be considered excessive was observed during the testing. Based on the condition of the device as returned and the results of the investigation, the reported failure ¿environmental particulates¿ is not confirmed. The reported failure "inflation issue" is confirmed, and the analyzed failure "material twisted/bent; wire" is confirmed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2. There was a tremendous amount of smoke during the harvest and attempts to vent the btt gas port with a stopcock did not seem to work. Finished the procedure, but with a lot of smoke interference. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2. There was a tremendous amount of smoke during the harvest and attempts to vent the btt gas port with a stopcock did not seem to work. Finished the procedure, but with a lot of smoke interference. The hospital did not report any patient effects.